Event description:
Patient reports she was hit by a truck on (B)(6) 1994 and sustained bi-lateral femur fractures. She was implanted with a plate and six screws for left distal femur fracture on (B)(6) 1994; and was implanted with two cannulated screws with washers for the right femur fracture. On (B)(6) 1995, patient was returned to operating room for hardware removal in left femur due to pain from one or more screws that backed out and were palpable through the skin. Fracture was reportedly healed and no further hardware was implanted. Hardware in the right leg remains implanted. Patient reports ongoing pain and discomfort in right leg where implant remains and believes that the screws there have begun to back out as well. Patient is currently receiving physical therapy and non-surgical injections for pain management. Physician suggests right knee replacement at some unknown future date. This report is 3 of 11 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
One screw was backing out as opposed to two screws. As per medical records, explant date should be (B)(6) 1998. Device was used for treatment, not diagnosis.

Event description:
Patient underwent open reduction internal fixation for both right and left distal femurs on (B)(6) 1994. X-rays taken on (B)(6) 1994 showed the right side with an intra-articular displaced lateral condyle fracture and the left side showed an epiphyseal or transcondylar fracture with complete displacement. Patient complained of postoperative pain along the incisional area and over top of the palpable hardware. Tenderness over the screw heads medially was also noted. Hardware was removed from the left leg on (B)(6) 1998. Only one screw was reported as backing out. Surgeon had difficulty removing the screw and noted that the screw was stripped and rusted. Patient experienced severe pain immediately postop and poor response to intravenous narcotics. Surgeon placed a femoral nerve block. To date, hardware in right leg remains implanted. Patient reported that cartilage in knees have worn out.